Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their first implanted system failed and was removed. The patient explained that it stopped working to provide therapeutic effect. They noted that they went in one day for reprogramming, and shortly thereafter, they were scheduled for a replacement. The patient wasn¿t sure of the details, but thinks something might have happened with the lead. The patient mentioned that they are only eligible for a head MRI because there is still a piece of the device remaining in them. The patient was implanted for chest wall and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.